Manufacturer narrative:
A gas loss in the iab circuit occurs when the pump detects helium loss due to a leak or a high rate of diffusion within the iab circuit. When cumulative shuttle gas loss exceeds a nominal limit of 5 cc per hour, a gas loss alarm is triggered. The alarm activates only when the iab inflation period is 80 milliseconds or greater and the deflation period is 250 milliseconds or greater. Gas loss cause. Pump system malfunction.

Event description:
(B)(6) rn called into the emergency support program line to request support to review a gas loss alarm on a cardiosave. She stated the alarm occurred once on night shift and twice during her shift. She reported that there had been no issues with therapy. She stated staff verified there was no blood in the helium tubing, all connections were secured, and they used the iab fill and start keys to resume therapy. She reported the patient was intubated and on a peep of 10. (B)(6) asked why the alarm would occur. Esp personnel verified her troubleshooting steps and reviewed potential clinical reasons the alarm might present. Esp personnel also reinforced that she should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. No harm or injury to the patient was reported.